Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned three syringes with no pouch for identification. All three syringes feature 0.3ml markings. All three syringes have had the needle shield and hub separate from their associated barrel. Only one needle shield and hub set were returned. The hub was lodged inside the shield. The connectors at the distal tips of the syringes were not damaged, nor was the base of the returned needle hub. No plunger caps returned but no signs of use. No other defects found. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pull. Root cause could not be determined. CAPA#1630423 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 8mm 90 bx 450 mo caps are difficult to remove. The following information was provided by the initial reporter: material no:328291 batch no: 0090638. It was reported that the orange cover will not come off without retaining the actual needle inside it. Also, consumer stated the orange caps are very difficult to remove from the syringe. Verbatim: from phone call on 2021-01-21 15:40:06: consumer called to provide additional product complaint information. Stated the orange caps are very difficult to remove on some syringes. Stated when she does remove the cap, the whole needle component comes off with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 8mm 90 bx 450 mo caps are difficult to remove. The following information was provided by the initial reporter: material no:328291 batch no: 0090638. It was reported that the orange cover will not come off without retaining the actual needle inside it. Also, consumer stated the orange caps are very difficult to remove from the syringe. Verbatim: from phone call on 2021-01-21 15:40:06: consumer called to provide additional product complaint information. Stated the orange caps are very difficult to remove on some syringes. Stated when she does remove the cap, the whole needle component comes off with it.